Event description:
It was reported that the patient underwent kidney transplant surgery on (B)(6) 2014 and suture was used. Two weeks post-op, the patient presented with an eviscerated wound and it was found that the suture broke in the middle. The patient underwent emergency surgery to place sepramesh and a wound vac and a different suture was used. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. One possible batch number is reported as follows: batch glk202. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.